Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized for 5 days for the peritonitis event. The patient was treated with injection vancomycin (1gm, every 5days, intraperitoneal, discontinued after 6 days), meropenem injection (2gm, stat, intraperitoneal), and meropenem (500mg, twice a day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from peritonitis 5 days after onset. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.